Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. A two-year lot history review could not be conducted as a lot number was not provided. A device history record review could not be completed as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias5-120lp, airseal 5/120mm port was being used on (B)(6)2022 during a prostatectomy procedure and ¿during a prostatectomy on (B)(6)2022, the airseal 5mm trocar broke at the neck into two pieces, the head/vortex part and the shaft/cannula part. The cannula remained in the patient. Patient had to come back in for removal of foreign body cannula on (B)(6)2022. The patient is fine and everything wound up being ok to the patient.¿. The procedure was completed without an alternate device and there was no report of a delay. After further assessment it was discovered that the patient returned experiencing pain and that is when the trocar was found to have been left in the patient. There was no extended hospitalization for the patient. This report is being raised on the basis of injury due to second surgery to remove trocar piece from the patient.